Event description:
Rptr had implants implanted on 5/4/82. Problems noted: breasts were uneven, arthritis, joint swelling, pain and stiffness in wrist, muscle fatigue, swelling of hands and fingers, fatigue, general aching and stiffness in back and neck, arm and shoulder problems, incorrect size of implants, implant migration under arm and shoulder. Thickening of implant, continual itching, ill feeling under garments, disfiguration, felt ashamed of appearance, difficulty in finding clothes to fit and sleeplessness.